Event description:
Pt had bradycardia requiring external pacemaker. Pacer was on/off when pulse returned 3 times. Third time monitor indicated pacemaker failure. Pt bradycardic to venofib. Pt was resuscitated, used back up external pacemaker. Paced briefly, also indicated pacemaker failure. Transvenous pacer was placed by cardiologist who fortunately was at bedside.